Event description:
A report was received that the patient was having an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was having an infection. The patient will undergo an explant procedure.